Event description:
It was reported that during a routine ICD change out, the physician noted a lead insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found abrasions on the insulation at multiple locations which exposed the coil.